Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles. There was no report of patient harm or injury. The device was returned to the third- party service center for evaluation. During evaluation, the internal part of the device was inspected visually and found evidence of visible foam degradation. In addition, the device has been scrapped.